Event description:
Boston scientific received info that the pt with this implantable pacemaker and right ventricular (rv) lead experienced increased pacing thresholds, decrease in pacing impedance and decrease in r-wave amplitude. Therefore, the lead was repositioned during an ablation procedure. Following the procedure, loss of capture was observed when the pt rolled onto their right side. Therefore, another revision procedure was performed. The lead was explanted. During the procedure blood was observed exiting the distal and proximal setscrews. Therefore, the pacemaker was explanted also. No adverse pt effects reported.